Event description:
It was reported by service report that the side rail rivets were damaged with exposed sharp edges. Customer was not able to supply model or serial number information for this event. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
A visual and functional inspection was allegedly performed by (B)(6). The alleged inspection identified that there were sharp edges exposed on the side rail, which was likely due to broken rivets. Unit was not reviewed by stryker personnel.